Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed tech. Called in for help on 8015ls unit has error code 133.6080 failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: assist tech. With error code 133.608 on 8015 unit is the backup speaker failed on unit will need to be replace confirm part # for part to tech.